Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Lot number of concerned devices are not known, reported numbers were nor found in our records. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product is not available, no evaluation could be performed. Investigation still in progress. Product not available.

Event description:
Roi-a: broken cage. As reported: surgeon impacted cage for roi-a and the it broke. Devices are not available for evaluation. Surgical delay greater than 30 minutes. No known patient impact or serious injury reported. No more information was provided. Additional information was requested. Investigation still in progress.

Manufacturer narrative:
Corrections to all fields. This MDR report was submitted in error. There is no information that suggests that there was a malfunction with the device. This device did not cause or contribute to a death or serious injury.

Event description:
This MDR report was submitted in error. There is no information that suggests that there was a malfunction with the device. This device did not cause or contribute to a death or serious injury.